Manufacturer narrative:
Final analysis found that the insulation was abraded at 12.8 cm to 12.9 cm from the connector pin. The abrasions were consistent with damages due to overtightened suture tie.

Event description:
Related manufacturer reference number: 2017865-2021-29598. It was reported that the patient presented for lead revision surgery due to noise noted on their right atrial (ra) lead as well as low pacing impedance. The ra lead noise was over-sensed and caused pacing inhibition. During the procedure, it was noted that both the ra lead and right ventricular (rv) lead had insulation breaches. Therefore, the physician elected to explant and replace both leads. The patient was in stable condition.